Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing an occlusion detector sensor keeps alarming did not occur. A review of the event history log revealed downstream occlusion! And upstream occlusion messages. But unable to determine if the alarms are true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation found the device passing occlusion testing for both upstream and downstream. The causality of the condition was determined to be an out of specification force sensor leading to a potential intermittent false downstream occlusion alarm issue. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an occlusion detector sensor that kept alarming during the annual maintenance procedures. There was no patient involvement. No additional information is available.